Manufacturer narrative:
(B)(4). Date sent: 2/28/2024 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 3 reloads were used, 2 of them presented problems. The 1st load had lost the metal part that was identified after shooting. The 2nd load did not shoot completely and had to be reversed so as not to damage the patient's tissue. Both loads did not have full stapling. As it was not possible to identify the lots, the 3 refills were segregated to be analyzed. No patient consequences reported. No further information is available

Manufacturer narrative:
Additional information was requested and the following was obtained: how was the bleeding controlled? The doctor needed to use bipolar anergia to control bleeding and carried out another charge. How much blood was lost (ml)? Bleeding was just a ¿drooling¿ in the staple line. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No.